Event description:
The physician reported the diagnosis of this patient was two stenosis at the right internal carotid artery (ica). The proximal stenosis was highgraded and long, whereas the other stenosis should not be treated according to the physician. The physician reported that due to the proximal internal ica being severely tortuous, the physician decided to push the stent inside the delivery catheter a bit more to the tip. During the procedure, the physician reported feeling heavy resistance and was not able to relax the system by pulling it back over the lesion. The physician reported the tip of the delivery catheter could not be positioned at the right point. After long manipulation, the physician observed that the whole system was not working well, and he removed the system completely. Upon removal of the neurovascular stent, it was noted to be incompletely deployed. The physician reportedly completed the procedure with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.